Manufacturer narrative:
Investigation summary: the sample was received by bd sandy, then was sent for CT imaging in bd franklin lakes, the photos in attachment containing the defect were analyzed and the defect of leakage can be confirmed. Our quality engineer was able to verify the reported complaint of leakage. A CT scan was able to verify evidence of damage to the catheter. DHR review: a review of the device history of catheter assembly was completed for sub-assembly# 008652bjf lot 7146848 manufactured from 30-may-17 to 03-jun-17 in asam #1 and asam #2 machine and sub-assembly# 008652bjf lot 7178563 manufactured from 14-jul-17 to 21-jul-17 in asam #1 used in claimed lot 7173826. This lot was reviewed regarding ¿leakage test ¿and ¿damaged component¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿leakage ¿ and "damaged component" and anything that clearly could lead to this complaint for the claimed lots and sub assembled lot. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #7173826 regarding item #381137. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was not verified records related to ¿leakage¿ and "damaged component ". Fmea analysis: dfpr011, version 10, was performed in the process step: placing the metal wedge/ tube teflon (asam); function of the process step: locking of metal wedge/ teflon fed; potential failure mode: 4- mounting failure (metal wedge/ tube teflon; possible cause of failure: 2- adjustments during gauges exchange; potential failure effect: leakage and no change was required at this time. Investigation conclusion: after analyzing the CT scan images, it was possible to confirm this claim after evidence of damage to the catheter. Based on the investigations performed the failure in question may have occurred due to a punctual failure of fledge in the component of the catheter assembly machine called swedge pinn, however, no data were evidenced that could prove this possible root cause. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked at the top of the white "lumma" during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked at the top of the white "lumma" during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the bd angiocath IV catheter leaked at the top of the white "lumma" during use. No reports of serious injury or medical intervention noted.